Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: the pump was returned with a stuck battery cap. The battery cap threads were stripped and were unable to secure. A test cap was used and was able to secure for testing. There was no evidence of physical damage on the battery compartment threads. Unrelated to the original complaint, the battery compartment was noted to be cracked.